Event description:
A customer reported a malfunction on their pump, identified by the malfunction code malf 15, which persisted even after a reset attempt. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, provided information on backup therapy using mdi, and arranged for a replacement pump to be sent. The customer was guided on steps to take upon receiving the new pump and instructed on how to return the defective pump.